Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. It was reported that the broken plate was destroyed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb plate on an unknown date. On (B)(6) 2016, the patient was hospitalized, plate breakage at pseudarthrosis diaphyseal femur. The patient underwent a revision surgery on (B)(6) 2016 due to implant fracture.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information as follows was requested at complainant on september 8, 2016. ¿ was a per filed for this complaint? ¿ any device identification ¿ reference and lot numbers used ¿ surgical reports of implantation and revision ¿ all available x-rays during time in- vivo with print date ¿ all available intraoperative pictures ¿ patient weight, height, bmi and all relevant history ¿ date of implantation ¿ was the surgical technique for the product utilized? Additional information as follows was received one day later, on september 9, 2016. ¿ was a per filed for this complaint? ->the corresponding per is attached ¿ any device identification ¿ reference and lot numbers used-> no information at this time ¿ surgical reports of implantation and revision -> no information at this time ¿ all available x-rays during time in- vivo with print date -> x-rays are attached ¿ all available intraoperative pictures -> no information ¿ patient weight, height, bmi and all relevant history -> no information ¿ date of implantation -> no information ¿ was the surgical technique for the product utilized? ->no information available at this time submitted per (event information is listed below; translated from (B)(6) to english) on (B)(6), the patient has been hospitalized. Breakage of the plate with pseudo arthrosis diaphyseal femur. On (B)(6), the plate and primary implant was explanted and a revitan stem has been implanted. Unfortunately, the broken plate has been discarded. The surgeon will try to find out the catalogue number of the plate. The plate was implanted in a clinic in essen. Additional information as follows was requested at complainant on october 7, 2016. ¿ any device identification ¿ reference and lot numbers used ¿ surgical reports of implantation and revision ¿ patient weight, height, bmi and all relevant history ¿ date of implantation ¿ was the surgical technique for the product utilized? A reminder was sent to obtain the missing information listed above on october 26, 2016. On october 31, 2016 we received the information, that we will not receive more additional information for this case. Trend analysis: it was not possible to perform a trend analysis as the catalogue number of the device is unknown. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. E-mails requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: it was reported that the patient was hospitalized on (B)(6) 2016. The x-rays showed that the ncb plate was broken at the pseudoarthrosis diaphyseal femur. On (B)(6) 2016 the removal of the broken plate was done. The broken plate was destroyed. The ncb plate was implanted in another clinic in essen. No further information was received. Review of received data - three x-ray pictures were received. All x-rays are undated. One x-ray shows the ncb pp plate implanted and still intact. The bone fracture of the femur can be seen. There is an existing hip prosthesis available. The other two x-rays show the broken ncb pp plate. The breakage of the ncb pp plate is located on the most distal three hole pattern. The plate was broken on the same area where the initial bone fracture was located. No further statement can be made. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting not possible -> the investigation showed no signs of notching / fretting. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration. - breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, the device was not returned for investigation. Therefore it cannot be excluded. - failure of surgery due to wrong selection of components or use in combination with device outside the system. Not possible ->the sent x-rays did not show a wrong selection of the components. - failure of surgery due to use of the device not compliant with defined indications. Not possible -> no issues found with indications. - breakage of implant due to implant will be implanted against contraindication. Not possible -> no contraindications found. - breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible -> no issue found with device position and dimension. - breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible -> no issue found with device position and dimension. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, it is not known if the plate was bent or not. As the plate was not returned this point cannot be excluded. - breakage of implant due to user define incorrect placement of the spacers and plate. Not possible -> the use of spacers is optional. In the x-rays the use of spacers cannot be seen. - breakage of implant due to user perform improper handling of the plate during insertion => possible, as the surgical report of implantation was not received, this point cannot be excluded. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, it is not known if the plate was bent or not. As the plate was not returned this point cannot be excluded. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no information provided about post operative restrictions and limitation. - breakage of implant due to patient do not follow the postoperative protocol => possible, no information provided about patient's post op protocol. - failure of surgery due to missing/incomplete information available, misleading information of surgical technique or instruction of use => possible, as no surgical reports provided it cannot be said the surgery was done according to technique. - failure of surgery due to wrong/misleading information of labels => possible, no labels returned, no patient stickers available conclusion summary: the broken ncb pp plate was not returned for investigation. An analysis of the fracture surfaces can therefore not be done. The delivered xrays show that a ncb pp plate was broken on the same area where the initial bone fracture was located. It is unknown when the ncb pp plate was implanted and how long the plate was in vivo until the breakage occurred. There are no x-ray protocols available which shows the plate right after implantation and the post op checks. Therefore, the bone healing process cannot be reviewed. It is also unknown if the bone healing process did occur. If the bone healing process did not occur this can be considered as non union. There are some other factors which could have influenced the plate breakage. It is possible that the plate was over stressed or the patient did not follow the post operative restrictions. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).